Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported during the rf ablation procedure, the generator displayed an error code. The grounding pad was disconnected and then connected again, but the problem continued. The generator was replaced with another unit and the procedure was completed. However, procedure time was extended by more than one hour. During the replacement of the generator, the respiration of the pt moved the inserting needle and this seemed to damage the needle coating at the insertion site. The pt received a 3rd degree burn at the needle insertion site. The area was treated with saline soaked gauze.